Event description:
Valiant stent grafts were implanted in conjunction with non mdt stent grafts during the endovascular treatment of descending thoracic aortic aneurysms on unknown dates. The following adverse events were reported: type ia, ib, ii & iii endoleaks, migration and malposition. The cause of the adverse events are undetermined.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; distal landing zone outcomes in thoracic endovascular aortic aneurysm repair with challenging morphology: a propensity-matched comparison of distal active fixation versus standard stent-graft gennai et al, international angiology 2022 february;41(1):24-32 doi: 10.23736/s0392-9590.21.04718-0. Age or date of birth: mean age. Sex: mean gender. Implant date: exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.